Manufacturer narrative:
Initial MDR 2432235-2015-00501 was filed on 10/29/2015. Corrected information: the date of event was incorrectly reported as (B)(6) 2015. The correct date of event is (B)(6) 2015.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the hemoglobin a1c_3/ a1c_3m reagent kit lots 230 (smn10379673 and 10485591) and 231(smn 1048559) used on the advia® 1200, 1650, 1800, 2400, and xpt chemistry systems may demonstrate an increased occurrence of high %hba1c bias. Siemens internal investigation demonstrates reagent lots 230 and 231 may exhibit a positive bias averaging 0.6% hba1c units, ranging from -0.1% to 1.1% hba1c units. The bias was observed when comparing %hba1c means to ngsp pooled patient target-value assigned samples ranging from approximately 5.5% to 8.0% hba1c. The maximum bias was observed at higher %hba1c concentrations. Qc samples may exhibit a similar bias. An urgent medical device correction (umdc) chc-15-19 was sent to us customers and a urgent field safety notice (ufsn) chc-15-19 was sent to ous customers in september of 2015. The umdc and ufsn state that customers are to discontinue use and discard reagent kit lots 230 and 231.

Event description:
The customer has indicated a high bias on patient results for the hemoglobin a1c_3 assay on the advia chemistry xpt instrument when using reagent lot 230. A siemens technical assay specialist (tas) was called to the customer site. The tas ordered the next lot of hemoglobin a1c_3 reagent lot 240 and performed a patient comparison study between reagent lots 230 and 240 on the advia chemistry xpt system, and observed a bias as well on reagent lot 230. The tas requested that the customer send the patient samples to be tested at a reference laboratory for comparison purposes. The results on the advia chemistry xpt system for reagent lot 240 were within customer expectations as they were in alignment with the results received from the reference lab. There were no reports of patient intervention or adverse health consequences due to the high bias on patient samples when using reagent lot 230.